Event description:
It was reported that the customer was in the emergency room to treat high blood sugars. The family member indicated that the customer will call back when they are able to troubleshoot the device.